Event description:
It was reported that the user experienced elevated blood glucose while starting ilet pump therapy, with a continuous glucose monitor value of 194 mg/dl during the initial learning phase; the user had recently completed training, and education was provided regarding the algorithm¿s adjustment period and snack announcement guidance. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose following continued pump use and education. Investigation included review of available device data and user feedback, along with troubleshooting and education on pump behavior and carbohydrate entry. Investigation of this case revealed no device malfunction or component failure and was consistent with expected pump adaptation during early use. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.